Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs a device with a bit of clear fluids inside, you can't determine if it has holes or not.

Event description:
Device was explanted.